Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019 (date is approximate), the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s parent stated patient began noticing itchiness at the site either the day after insertion or two days after insertion. By (B)(6) 2019, there was noticeable redness and bumps at the insertion site. Skin reaction was treated with skin prep and steroidal cream and triamcinolone spray from a previous skin reaction to the g4/g5 sensor adhesive that was prescribed in 2015. At the time of contact, it was indicated that the patient was in good condition. No additional event or patient information is available.